Event description:
It was reported that the implant fractured at tooth site 19 and was removed.

Manufacturer narrative:
ZimVie complaint number (b)(4).A4: Patient Weight: unknown / not provided.G4: Premarket Identification PMA/510(k) #: K011028/K013227.